Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a z9002 intraocular lens (iol) was ripped noticed after it was implanted. It was then removed and replaced with the back-up lens, but incision was enlarged. There was no patient post-op injury. No other information was provided.

Manufacturer narrative:
Additional information: device available for evaluation, returned to manufacturer on: 12/16/2019. Device evaluation: sample was received at site on 12/16/2019. Visual inspection revealed that the lens was returned cut due to removal process. Fibers/particles were observed on lens related the handling of the unit out of a sterile environment. Residues of lubricant material was also observed on lens. Both haptics was observed in conditions. The condition in which the sample returned is consistent with a lens that was implanted and removed. Due to the conditions of the lens returned, the complaint issue reported could not be verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.